Event description:
During insertion of the iab through the introducer sheath, resistance was met. Since the iab could not be advanced the assembly was removed and replaced. There were no patient complications.

Event description:
It was reported that during insertion of the iab through the introducer sheath, resistance was met. Since the iab could not be advanced the assembly was removed and replaced. There were no pt complications.

Event description:
It was reported that during insertion of the iab through the introducer sheath, resistance was met. Since the iab could not be advanced the assembly was removed and replaced. There were no pt complications.